Manufacturer narrative:
Continuation of medical devices: 407652 lead implant date: (B)(6) 2013.

Event description:
It was reported that the patient was inappropriately shocked due to t-wave oversensing (twos). Review of performance data found brief intermittent right ventricular (rv) lead oversensing, a brief episode of right atrial (ra) lead oversensing as well as intermittent atrial undersensing. Possible non-capture on the atrial lead was later reported. Additionally, the ra lead had diminished and varying sensing. Follow up with the company representative indicated the rv lead was reprogrammed. The ra and rv leads remain in use. No further patient complications have been reported as a result of this event.